Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The patient claimed she started to have a problem with her pump powering off for about one week. The patient stated when she replaced the battery, the animas logo appeared but then it would power off. Multiple batteries and a new battery cap were used to troubleshoot the power issue but the issue persisted. The patient indicated there was no physical damage with the pump. There was no adverse event associated with this complaint. A replacement pump was sent to the patient.